Event description:
An automated peritoneal dialysis (apd) patient experienced bacterial peritonitis which was manifested by abdominal pain, not feeling well overall and cloudy fluid. The cause of peritonitis was unknown. On the same day as the event onset, the patient was treated with cefazolin and unknown antibiotic (intravenous, doses, frequencies and durations were not reported) for peritonitis. On an unknown date, antibiotic route was changed to intraperitoneal. Seven days after the event onset, the patient was hospitalized for the event. The patient was discharged from the hospital 11 days after the event onset. On an unknown date post discharge from the hospital, the patient was treated with heparin (intraperitoneal, dose, frequency and duration were not reported) for an unreported indication. At the time of this report, the patient was recovering from the event but was reported to be "very weak". Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.